Event description:
It was reported that the patient had used a spinal cord stimulator system for three years. She was implanted with a new battery in (B)(6) 2011. In (B)(6) 2011, it was reported that the battery was low and needed to be replaced. The patient's previous device had lasted two years using the same settings, and it was noted that the patient had been switching the current device off at times when she did not need to use it. It was also reported that the patient felt the power of this battery was less than her previous one. A telemetry printout from (B)(6) 2011 showed that impedances on all electrode pairs were within normal limits, the amperage was at 10.5 volts and the battery status was "ok". Additional information received reported that the device was explanted and replaced. Patient outcome was not provided.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 7427, serial # (B)(4) determined normal end of life for the battery with no significant anomalies. The telemetry and output were okay. The longevity estimate was 4.07 months and end of service was 5.22 months. Foreign material was in the port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.